Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter has alleged her husband passed away. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed an unknown light contamination at the air inlet and the bottom of the blower box. Light black specks in the bottom enclosure. Unknown light white dust-like contamination was on top and bottom of the blower motor and the blower motor seal. Missing air inlet filter. During investigation the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer was not able to confirm the complaint. No specific complaint given. The manufacturer observed dust contamination in the device.